Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable insulation was pulled apart with exposed and cut wire. Despite this condition, the radiofrequency (rf) head was still able to interrogate devices with no fault found. It was also noted that the backing was missing from the label.

Event description:
It was reported the programmer rf head would not interrogate a device. No telemetry lights were seen. No patient complications were reported as a result of this event.